Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine and bupivacaine via an implantable pump. The indications for use was unknown. It was reported that the physician told the manufacturer representative (rep) on the day of surgery that the patient had previously reported poor pain relief, and that the patient also had large residuals of medication, inconsistent with therapy. The patient's catheter was occluded. The pump and catheter were replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2014, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 16-jan-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.